Event description:
It is reported that the patient suffered an mi approximately 4 months post index procedure. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure myocardial infarction. Conclusion: known inherint risk of procedure: myocardial infarction. (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the 2nd obtuse marginal. During a staged procedure 1 week post index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the distal rca. Approximately 4.5 months post index procedure, the patient was rehospitalized and CABG of the right posterior descending artery and 1st/2nd obtuse marginal was performed due to restenosis. Patient death occurred three days post CABG. Cause of death cardiogenic shock. The investigator indicated that the reported CABG was definitely related to the device. The investigator indicated that the patient death was unlikely related to the device. Ref MFR# 9612164-2011-01618, 9612164-2011-01619, 9612164-2011-01620, 9612164-2011-01621

Manufacturer narrative:
Clopidogrel and asa. (B)(4). Results: inherent risk of procedure (shock/death).

Event description:
It is reported that the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the lcx and one endeavor sprint rx drug-eluting stent implanted to the 2nd obtuse marginal during index procedure not one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the 2nd obtuse marginal as previously reported.